Event description:
It was reported that patient underwent an initial elbow surgery on an unknown date. A possible ulna revision has been reported by the hospital due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer as item is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.